Event description:
It was reported that there was a disconnection between a minicap transfer set and the titanium adapter which resulted in a leak. This was described as ¿the transition piece just fell off¿ and the patient was in bed in the evening when moisture was detected. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5, h6. B5: correct to: a leak did not occur in this event (previously reported as the transfer set disconnected from the titanium adpater which resulted in a leak). Also remove the statement ¿the patient was "in bed in the evening" when moisture was detected¿ (as a leak did not occur). H6: medical device problem code: remove a050401. Should additional relevant information become available, a supplemental report will be submitted.